Event description:
It was reported to philips that the system geometry movements were not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a clinical procedure was performed when the issue happened. The procedure was completed by moved the patient to another system. Philips field service engineer (fse) checked the system on site and confirmed the reported problem. Fse found that ip address was missed during the geometry restart due to a defective ethernet cable. To resolve the problem, fse replaced the ethernet cable and reconnected the hospital network. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.